Event description:
It was reported that the right ventricular (rv) lead had elevated threshold. The physician opted to pace chronically via the left ventricular (lv) lead and moved the lv lead to the rv port of the device. The rv lead remains in use. The patient is a participant in the (B)(4) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.